Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient reported what they thought was the alarm from the pump, but the healthcare provider did not see any indication of an alarm or anything in the logs. It was reviewed that an alarm test could be done to see if the patient could determine if what they heard sounded like an actual pump alarm. The patient information was unknown at the time of the call, but the pump was implanted on (B)(6) 2025. Additional information was later received from the company representative who reported that the physician did not believe the alarm was the pump.